Event description:
Unexplained lesions developed on the pt which were noticed after the procedure. This was a shoulder arthroscopy procedure. Co's argon beam coagulator was used as well as another co's arthroscopic shaver unit. The active electrode used was mfg by the second co. During the procedure the coagulator unit stopped working and so another electrode was opened and used to finish the procedure. After the procedure, four 1/2 cm size white areas were found at the surgical site under the drapes. The original active electrode was found to be missing its insulation from the tip. All items were tested in biomed engineering. No problems were found with any equipment except for the electrode tip missing the insulation. This was a very "wet" procedure with lactated ringers solution present in quantity. The pt's injury was treated, and this event does not appear to fall under the mandatory reporting guidelines. Both co's were contacted on 8/10/92. This report is being sent because it could not be determined what caused this event. (Also see mw1000741.)